Event description:
It was reported that the patient's device was found to have high impedance and reported she could no longer feel the vns going off. The patient is cognitively impaired and can't tell when the last time she felt it going off. The physician's office indicated none of the modes could be perceived. The patient was referred for surgery due to high impedance. Implant card was received indicating that the replacement took place. Per hospital policy, the product cannot be returned to manufacturer and is only returned to physician if requested. The product is discarded after 30 days. No additional relevant information has been received to date.

Event description:
It was later reported that during full revision surgery a few years ago, this patient had scar tissue wrapped around the lead.